Event description:
It was reported that during a knee procedure, while impacting the final femoral implant, the impactor broke. There was a slight surgical delay while loading a secondary impactor. The patient did not experience an adverse event due to the delay. The patient was last known to be in stable condition following the event. The device is available for return. A device image was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 . MDR section codes updated/corrected: b, c, d, f, g, the fracture and deformation reported was likely the result of the surgeon impacting the femoral impactor head directly in the medial/lateral direction, which imposed high loads to the threaded shaft and led to crack initiation, propagation, and ultimate fracture of the threaded shaft. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.